Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating properly. A replacement surgery was performed in which the existing ipp was removed and a new tactra device was implanted. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.